Event description:
It was reported to medtronic minimed experienced crack in the case of the pump.the event involved products mmt-1886. Troubleshooting was performed. The customer reported no adverse event. The customer dis-continue the use of the device. Mmt-1886 was returned for analysis.

Manufacturer narrative:
P-cap locked in place properly during testing. After battery installation unit powered on with unexpected flashing medtronic logo. After multiple attempts to download medtronic logo persisted. Proceeded by cutting unit open and performed a visual inspection of connectors and electronic stack. Per visual inspection, moisture damages was noted on pcba 1, pcba 2, keypad flex connector gold traces, and force sensor gold traces. Isolate to electronic stack. Unit also received with battery tube threads - cracked, cracked case-corner of belt clip rails, stained keypad overlay, pillowing keypad overlay, and scratched case. In summary, customer concern for cosmetic damage on pump case is confirmed per visual inspection. Unexpected flashing medtronic logo due to corroded electronic assembly. Isolate to electronic stack. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.